Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011, the patient obtained four low blood glucose readings ranging from 20 mg/dl to 40 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming food and drink; he did not seek medical attention. Troubleshooting revealed the patient had not primed the pump or tightened the cartridge cap while attached or tightened the cartridge cap, the patient had taken no boluses that day, the pump's date/time were correct, and ther basal/bolus totals delivered matched correctly with those programmed into the pump. The patient's subsequent blood glucose levels was 72 mg/dl, and his usual reading is 150 mg/dl. There is no evidence the pump was not delivering insulin accurately and correctly. However, as the patient obtained a blood glucose reading of 20 mg/dl and received treatment with food, this complaint is being reported.